Manufacturer narrative:
Full analysis cannot be completed at this time due to pending litigation. Product event summary: the device was returned but analysis could not be performed due to legal restrictions.

Event description:
The patient presented to the emergency room where the device alert had sounded, and the pocket felt warm. The following day, the device was found to be at end of service (eos) sooner than expected.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the u.s. And patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was unexpectedly in end of service (eos). The device also felt warm in the patient. The device was explanted and replaced. No patient complications have been reported as a result of this event.